Manufacturer narrative:
The actual device was received for evaluation. Visual inspection was performed and an incorrect assembly of the tubing into the bushing was identified. Pressure and clear passage under water tests were performed which observed a leak between the tubing and bushing. The reported condition was verified. The cause of the condition was determined to be related to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that of a paclitaxel set leaked from the tubing. The leak was discovered during set up/preparation prior to patient use. There was no patient involvement. No additional information is available.